Event description:
The patient received a vibratory alert due to hvlic out of range. The review of the last 7 days graph found that the rv to svc and svc to can vectors were both elevated. The svc coil was programmed off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.